Event description:
Reported via patient call center. It was reported that hospitalization occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro closure device was implanted on (B)(6) 2026. The patient stated that they had tingling down both arms that alternated post implant that last 20 minutes per episode. The patient was hospitalized on (B)(6) 2026, due to concerns and had a computed tomography (CT) done showing subdural hygromas. The patient was discharged from the emergency department on (B)(6) 2026 and saw the neurologist on (B)(6) 2026.